Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer slip tip syringe experienced the plunger not working. The following information was provided by the initial reporter: the plunger does not work well.

Event description:
It was reported that the bd¿ luer slip tip syringe experienced the plunger not working. The following information was provided by the initial reporter: the plunger does not work well.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 31-aug-2022. D.4. Medical device lot #: 2070981. D.4. Medical device expiration date: 28-feb-2027. H.4. Device manufacture date: 11-mar-2022. D.4. Medical device lot #: 2042951. D.4. Medical device expiration date: 31-jan-2027. H.4. Device manufacture date: 11-feb-2022. H.6. Investigation summary: fourteen samples from lot number 2042951 were provided to our quality team for investigation. All samples were visually evaluated under the 30x microscope. No damage, defective grind or hooks were observed. The bevels and etch were good. Five samples were observed to have difficult plunger rod movement. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow. Potential root cause for the insufficient silicone defect is associated with the assembly process. These conditions are occurring below their expected frequency so no corrective action is required at this time. A device history record review was completed for provided lot number 2042951. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.